Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy procedure, the device fail to make an anastomosis at the end of the procedure. A medical intervention was needed - conservative treatments were done during 3 days post op. There was a minimal blood loss.